Event description:
Sr-90 radiation sources would not return to transfer device after an ivbt case. Sources "stuck" near hub. Catheter and sources were removed from pt and placed in acrylic box. Transfer device, catheter with sources sent back to MFR.